Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient called in and has been off pump for a couple days due to charging issue (the patient was using dexcom g6). The patient was trying to connect transmitter to pump. Agent walked patient to dexcom menu and paired new transmitter with no code sensor. Sensor connects and blood glucose (bg) was showing. The ilet resumed dosing and the issue was resolved. The patient's highest bg level was 262 mg/dl but was not out of range for 90+ minutes. No symptoms experienced by the patient during the event, and no medical intervention required.